Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead as replaced due to " p waves were really low. Sensitivity setting was at 0.15mv and still would not see appropriately. The patient was in afib